Event description:
Patient was sweating and could not move. Customer called ambulance. Patient's blood glucose = 518 mg/dl on customer's device. Patient was taken to the hospital. Hospital lab = 328 mg/dl. No treatment was received. A CT scan was performed and it was recommended the patient contact patient's doctor. Controls were used; however whether they were in range was not provided. A request was made for return product and replacement product was sent.